Manufacturer narrative:
(B)(4). Final analysis found an external abrasion at 19.0 cm to 19.1 cm from the connector pin which breached the outer insulation which exposed the outer coil at the same location. The abrasion was consistent with exposure to constant friction against another implantable device. This contributed to the reported noise. (B)(4).

Event description:
It was reported that at post op check, the right atrial lead exhibited noise. An x-ray was performed which revealed that the lead was twisted and appeared to be broken. The lead was successfully explanted and replaced. The patient was in stable condition post surgery.